Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) and similar past cases, there was possibility that this event was attributed to the failure of the electrical circuit board in the video connector or some malfunction of the video system center, the electrical contact failure due to water droplets adhering to the electrical contacts of the video connector, or the malfunction due to static electricity or overcurrent. Omsc surmised that this phenomenon occurred accidentally. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(6) (okr). Okr checked the subject device and found that the reported phenomenon was not duplicated. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before use at the user facility, it was found that the scope communication error message e226 occurred on the subject device. There was no report of patient injury associated with this event.